Event description:
It was reported to boston scientific corporation that in 2007, a patient underwent a successful transobturator mid-urethral sling procedure. Three days later, post procedure, the patient was admitted into the hospital with pain, nausea and experiencing a severe allergic reaction. The patient was suffering from a rash located in the anterior and posterior abdominal area. The rash also extended to her upper right arm. The physician immediately removed the entire sling. The patient was kept of observation for four days. The patient was administered antibiotics. It was discovered through additional testing that the patient has sensitivity towards latex. The patient is improving after removal of the advantage sling system.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. The june 2007 15-month mid-urethral sling complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. The advantage systems directions for use indicates that the product contains no detectable latex. A ship history record review is in progress.